Event description:
Reporter indicated that a vns pt had died in a hospital. The exact date of death is unknown. The pt was last seen in the office in 2008. The pt was receiving vns therapy at the time of the death. An autopsy was performed, but the results are unknown. The generator has been explanted, but it is unknown if it will be returned to the manufacturer. Further attempts to get additional information from the reporter have been unsuccessful to date.